Event description:
I noticed after had the device implanted, I would have a dark gluey discharge two weeks after my cycle which would last for a week. I would have abdominal pains and sometimes feel like a sticking inside my abdomen. I also have bloating and does not matter the abdominal exercises I do my tummy just keeps on growing. I never had problems with my tummy being this big before. (B)(4).